Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed in 2008. According to the complainant, approx 10 days after placement, the locking adapter was broken. Another corflo cubby low profile gastrostomy device was used to replace this device. There were no pt complications reported as a result of this event. The pt's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.